Event description:
It was reported that during an unknown procedure, the reload was placed in the stapler, the doctor inserted the stapler and took a bite on the stomach, the doctor waited 15 seconds and fired, the first 2-3 rows came up but then the stapler stopped. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/05/2025. B3: only event year known: 2025. D4: batch #351d60. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes, no cut line started or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? No, reverse button was pressed and jaws were normally opened. If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/4 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gst60g with lot number 425d13; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 351d60, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.